Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing high and low blood glucose. Customer's high blood glucose started three weeks ago with a reading of 499 mg/dl which was treated with manual bolus and bolus wizard. The customer was feeling nauseous. The customer's low blood glucose started on (B)(6) 2017 with readings in the 50s mg/dl and 60s mg/dl. Customer had a low reading of 54 mg/dl which was treated with glucose tabs and food. Customer was feeling shaky and lethargic. During troubleshooting customer indicated that their programming was inaccurate and the device was exposed to the x-ray machines. Customer was advised the device will need to be replaced. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarms, unexpected excessive no delivery alarms, or displacement anomalies noted. The motor was tested outside the device and passed. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.